Event description:
Patient reported "rupture, increase of axillary lymph nodes, periprosthetic fluid showing characteristics of serous fluid and swelling of tissue around the implant". This record is for the left side. Device has been explanted and is not available for return.

Manufacturer narrative:
Reason for reoperation: rupture, seroma-late, lymphadenopathy. A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Ymphadenopathy: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.